Event description:
A (B)(6) customer received a blood test result of 49mg/dl on the contour next link meter and the meter automatically marked it as a control test. When accessing the meter's memory, the reading will be viewed as a control testing instead of a blood test. No adverse even was alleged. The test strips are expected to be returned for evaluation.

Manufacturer narrative:
The model # was not provided. In some countries outside the us, customer info is not provided due to privacy laws.